Manufacturer narrative:
Date of event/concomitant medical products and therapy date: the event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred following initial drain of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The hp stated they completely primed the patient line prior to connecting but they could see air in the patient line. The hp stated they "continued to connect until the device advanced to fill". There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.